Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The facility reported a colleague pump with failure code 500:320. The reported condition was identified during bio-med service. There was no documented patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 500:320 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)